Manufacturer narrative:
The customer¿s report of the pcu alarming ¿battery discharge¿ without warning was confirmed. Physical inspection of the device noted signs of green deposits and white dried residue in the male iui connector contact pins. The female iui showed signs of white dried residue in the inner cavity area and outer areas of the connector. The outer front case screen lower area as observed scratched. The rear left battery bumper was missing. No other obvious issues or anomalies were observed. Review of the system logs confirmed the reported missing low battery warnings prior to the discharged battery (lb3) alarm, occurring on (B)(6) 2018 at 9:06 am. Approximately six minutes before the discharge battery event, the system showed connected to dc power. At the time of the incident, pump modules s/n (B)(4) (channel a), pump module s/n (B)(4) (channel b), pump module s/n (B)(4) (channel c) and pump module s/n (B)(4) (channel d) were attached to the system and infusing. Seconds after the discharge battery event, all units were placed in a pause state, stopping all active infusions. At 9:07 am, the system was powered off when the confirm key (s14) was pressed. Based on customer¿s feedback, the battery was installed on (B)(6) 2017 and the battery was not maintained by conditioning the battery. Reviewed logs found no evidence of the issue associated to a software malfunction. After recovering the battery with a second conditioning test, performed battery runtime test showed the battery failing to produce all battery alert phases. Testing showed the absence of the lb2 (very low battery) alarm, producing only lb1 and lb3 alarms when unplugged from an ac power source. Results from a battery runtime test performed on the pcu indicated that the battery is faulty; not operating as intended. The root cause of the customer¿s report with the system alarming ¿battery discharge¿ without warning was attributed to a faulty battery as a results of inadequate battery maintenance.

Event description:
The customer reported while the pumps were running a basic infusion at 100ml/hr for 10 minutes, the pcu alarmed 'battery discharge' without warning. There were no warning alarms prior to the event. The event occurred during testing in the biomed lab. No patient involvement was reported.